Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision on (B)(6) 2007 due to patient alleged pain, swelling, inflammation, damage to tissue and bone, and lack of mobility. Revision operative notes indicated loosening of the acetabular cup. This report is based on allegations set forth in patient's complaint and allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision on (B)(6) 2007 due to patient alleged pain, swelling, inflammation, damage to tissue and bone, and lack of mobility. This report is based on allegations set forth in patient's complaint and allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01819 & 1825034-2013-03716).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
To include information from revision op notes indicating acetabular cup loosening.